Event description:
See MDR #s 3006425876-2012-00027 and 3006425876-2012-00028 for first two kits opened. It has been reported that on (B)(6) 2012, the chief physician had to place a 2-lumen cvc for a patient who was under administrating medication. A third kit was opened from a different lot and before inserting the catheter, he tested and purged the catheter with a solution of nacl 0.9%. He used both the distal and proximal lumens and the solution came out of the same lumen to the outside. As a result, the catheter was not used and a 3-lumen kit was opened and placed successfully for the patient. There was no delay in treatment, no patient death, and no patient complications were reported. The patient outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.